Manufacturer narrative:
Finishing the coding.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is experiencing a decrease sensations in her lower extremities following an implant procedure. As a result, the patient was held in the hospital to be monitored overnight, and plans to attend physical therapy.